Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was alarming vent inop. The customer stated this reported issue occurred while on a patient. The customer bagged the patient while the ventilator was swapped, there was no harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the gas delivery engine (gde) and was not able to duplicate the reported issue. The gde was found to operate normally without alarms occurring.